Event description:
It was reported to philips that the geometry pc failed to startup. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, it is unknown if the system was in clinical use. This was a remote alert regarding errors seen in the logfile by remote monitoring team, not an incident reported by the customer. A philips field service engineer (fse) ordered on the advice of the business unit (bu) a new geo-pc to proactively replace the geo-pc. The ordered geo-pc was sent to the customer who replaced the geo-pc themselves. After the proactive replacement of the geo-pc, the system was returned to use in good working order. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.